Event description:
The account alleged the head of the bed was moving by itself. No pt impact.

Manufacturer narrative:
The technician could not duplicate the issue and found the bed functioned as designed.